Event description:
It was reported a volume discrepancy had occurred during the pt's first refill in 2007. Another volume discrepancy was reported in 2008. The pump contained more drug than expected; the volume discrepancy was greater than 25%. The estimated reservoir volume (erv) was 3.5ml/ml while the actual reservoir volume (arv) was 15ml/ml. The daily dose was increased. No pt symptoms were reported. The pump contained morphine (pf morphine sulfate), 20 mg/dl, and bupivacaine (marcaine), 10mg/ml. The pt also received oral methadone. The logs/telemetry strips for the pump were reviewed. The logs did not indicate any motor stall, alarm, or error messages. The pt was on flex infusion mode. Additional troubleshooting was being considered. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.